Event description:
The core universal driver was sent for eval due to overheating during a procedure. The procedure was completed with the same device; no adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, overheating could not be duplicated as the device could not be recognized on the console. Signs of third party work was noted throughout the internal components and the spacer cap was missing.